Event description:
It was reported by service report that scale was inaccurate and bed exit was falsely alarming. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell.